Event description:
Additional information received reported the cause of the event was depletion of the generator. The patient received a replacement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been unable to turn his device on for 3 days. The patient used a magnet to turn his therapy on and off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495-51 lot#, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3387-40, lot# n24355a, implanted: (B)(6) 2000, product type: lead. (B)(4).